Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2019-00843, reference MFR. Report#: 1627487-2019-00844. It was reported, during a clinical study (B)(6), the distal end of one of the drg leads became exposed at the incision site after the patient removed the staples. Reportedly, x-ray imaging confirmed the left drg lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the pocket site was cleaned out as precaution; the original drg lead was secured inside the pocket; and the incision closed. Additional surgical intervention will be taken to secure the lead back into place at a later date.

Manufacturer narrative:
Corrected data: this issue was previously reported in manufacturer report number: 1627487-2019-00302.

Event description:
Device 3 of 3: reference MFR. Report#: 1627487-2019-00843, reference MFR. Report#: 1627487-2019-00844.